Event description:
As reported by the user facility: an anesthesiology resident inserted the patient's IV, placed the stylet on the table, completed IV insertion task then while cleaning up sustained a needle stick. The safety clip did not engage. Additional information provided by the user facility indicated that the facilities protocol was followed for a needlestick and all results are confidential. No information pertaining to testing will be released. The lot numbers remains unknown. No further information is available.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries.